Event description:
On 03/11/2024, during servicing activities of zyno medical devices, there was an issue observed during preventive maintenace/ calibration that there is occlusion error where 30 psi value at pre-rework is 293 and post-rework is 278 b.f. This is determined to be a occlusion sensor module unknown issue. No patient involved as this is observed during calibration.

Manufacturer narrative:
On 3/11/2024, cclusion issue was observed at zyno medical llc during calibration. Issue traced to maintenance as there were no pm's done during 2023.